Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally to provide an correction to the initial e1, e2, and e3. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified as a non-olympus stent and it is likely that the stent could not be dislodged due to physical damage of the device. However, olympus could not specify the cause of which foreign material remained in the device from the collected information. The event can be detected and prevented by following the instructions for use which state: "tjf-q190v operation manual includes the detection way at 3.3 inspection of the endoscope. Tjf-q190v reprocessing manual includes the preventive measures at 5.5 manually cleaning the endoscope and accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was provided by customer. The intended therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure took approximately 125 minutes to complete successfully. Due to the issue with the potential retained pancreatic stent, the patient was reported to be under sedation for an additional 15 minutes of procedure time. The procedure was completed using the same set of equipment. The problem did not affect the outcome of the procedure. The customer's nurse manager further reported that the subject device was new to the facility and that a crimp/wrinkle at the distal end of the scope may have caused the stent to become stuck in the scope. The patient has been reported as doing fine.

Manufacturer narrative:
The device was evaluated by olympus. The olympus market quality engineer did a visual inspection of the physical scope in its received condition and tested the scope using a borescope instrument; the borescope was inserted through the biopsy port and noted a couple black spots/stains and very little debris/fibers found in the channel. Additionally, there was evidence of a kink in the channel near the distal end entrance. The scope¿s channel was also tested using a sphincterotome. The sphincterotome was inserted through the biopsy port, and it was noted that it moved smoothly through the channel up until it reached the distal end. There, the sphincterotome did not exit the distal end smoothly because it would get stuck at the kink. More force was needed to fully expose the sphincterotomy through the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a therapeutic procedure, while the physician was attempting to place a cook medical geenan pancreatic stent (ref # (B)(4) 5-5.035 inches in diameter, 5cm long, 5fr. Lot c1766546 exp 10/7/2023) along with the evis exera iii duodenovideoscope, the physician had lost wire placement and believed the stent as well. The endoscope was being used for the first time. The physician did not find the stent in the patient and followed up by pushing a cook medical (5fr) catheter and a cook medial sphincterotome (ref# (B)(4)) through the scope in an attempt to look for and dislodge the potential retained stent. Subsequently, the stent device was not found. After the procedure, the scope was cleaned per manufacturer specifications using the olympus single-use combination cleaning brush model # bw-412t, which brushed the channel per manufacturer specifications and reported that the stent did not come out. After manual decontamination, the channel was tested prior to going into the olympus automated endoscope reprocessor (oer) with a healthmark's channel check for carbohydrates, proteins, and blood, and all tested negative. The scope was reprocessed in the olympus oer, dried, and stored per manufacturer instructions. The olympus representative had provided extensive education and training on the use and reprocessing of this model since the device was new to the customer. There were no reports of patient harm associated with this device. The scope was later identified as being used in four (4) additional procedures. During the fourth procedure, the customer ultimately discovered that the stent was still lodged in the scope after being reprocessed for the fourth time. When the stent placement system was pushed through the scope, the stent fell out. This complaint is related to patient identifier (B)(6) (event date (B)(6) 2023/tjf-q190v/sn:(B)(6)).